Event description:
The customer reported that the iabp lost battery charge while they were transporting a patient. After arriving at the destination facility, they were bringing the patient down a hallway, when the iabp began waring, and the iabp shut down. They plugged the iabp into an ac outlet and continued providing therapy to the patient until a replacement iabp was obtained, at which time the transport was completed. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. A company representative replace dht batteries. The iabp was tested to factory specifications. It functioned normally and it was returned to the customer. The batteries are being shipped to the manufacturing facility in (B)(4). A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).